Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Caught skin on inside of cheek- mouth [mouth injury]; pain inside of cheeks- mouth [oral pain]; head of brush head detached [device breakage]; brush heads have loose heads [device physical property issue]. Consumer e-mailed stating brush heads have loose heads, and one became detached. No serious injury was reported.